Event description:
It was reported that the atrial lead exhibited oversensing. A chest x-ray revealed that the lead had dislodged. The pulse generator was reprogrammed too vvi mode and sensing to 3 mv. The patient would be referred to a cardiologist for further assessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.